Event description:
Procedure type: lower anterior resection. According to the reporter: the patient experienced a post op leak. The patient was air tested for leaks intraoperatively. Post op, a leak was detected several days after surgery.

Manufacturer narrative:
(B)(4).